Event description:
Left upper lobectomy. Slc55g was fired on thick tissue. There was a distinct grinding sound and surgeon had difficulty removing dlu from tissue. He opened the anvil and it was still stuck. Surgeon was able to free device from tissue and noticed that the knife blade was still exposed in the middle of the cartridge.